Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/22/2023, it was reported by a sales representative via email that (2) ar-8990st fibertak dx pulled out or broke. This was discovered during a procedure on 10/24/2023. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is not confirmed. The complaint devices were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that a user error is the most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.